Manufacturer narrative:
Soirn group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported failure. The device, including the bubble sensor and level sensor, was tested extensively and no malfunction was identified. The device worked according to specification and was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep

Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(4). This medwatch reports filed on behalf of sorin group (B)(4). Sorin group received a report of an embolus event due to air in the arterial line. The cause was unk. The bubble sensor and heart lung machine were checked per the customer's request and no problems were found. It is unk at this time if there was any pt issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report of an embolus event due to air in the arterial line. The cause was unk. The bubble sensor and heart lung machine were checked per the customer's request and no problems were found. It is unk at this time if there was any pt issue.